Manufacturer narrative:
E1: event city: (B)(6). Event country: colombia. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient had experienced high blood glucose level, nausea, vomiting, headache and was hospitalized for about six hours and also treated with manual injection on (B)(6) 2026. The patient had inserted the infusion set in the area which lacks sufficient subcutaneous tissue which is a misuse.